Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage from the gap between the main body covers. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage. Olympus will continue to monitor field performance for this device.